Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 624839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods and ovarian mass. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses") and ovarian mass ("enlarging l ovarian mass"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy bso). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and ovarian mass outcome was unknown. The reporter considered menorrhagia, ovarian mass and pelvic pain to be related to essure. The reporter commented: discrepancy noted- date(s) of insertion: (B)(6) 2007, (B)(6) 2007. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, ovarian mass. Lot number: 624839 manufacturing date: 2007-06 expiration date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 624839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods and ovarian mass. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses") and ovarian mass ("enlarging l ovarian mass"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy bso). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and ovarian mass outcome was unknown. The reporter considered menorrhagia, ovarian mass and pelvic pain to be related to essure. The reporter commented: discrepancy noted- date(s) of insertion: (B)(6) 2007. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, ovarian mass. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received. Reporter information, lot number added. Event medical device removal updated to event pelvic pain. New events added- menorrhagia, ovarian mass. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.